Event description:
The pt received an scs system including a percutaneous lead a (B)(6) 2011. It was reported that she was experiencing intermittent stimulation and that one of her leads exhibited invalid impedance measurements on all contacts. Surgical intervention was undertaken to address this matter. The impacted lead was replaced and effective stimulation was recaptured for the pt as a result.

Manufacturer narrative:
Eval: results: the lead was returned overstressed with wires exposed and incomplete. As such, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.